Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced fatigue and shortness of breath. Physician asked about device that was programmed to lower rate limit (lrl) heart rate but device was turned off. Boston scientific technical services (ts) discussed that field representative could not make programming changes unless ordered by physician. Further, ts advised to follow-up with previous physician. No further information received. Remains in service. No adverse patient effects were reported.